Manufacturer narrative:
This event has been reassessed. The event is no longer considered a malfunction, and is now classified as not reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon used the device to cut the lung lobe during a thoracoscopic left upper lobe resection, the handle and the reload were installed normally, but the staples could not be fired normally. They used another device to complete the case. There was no patient injury.